Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient underwent a revision due to fracture of the stem extension. No additional information is available.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog #: ni, lot #: ni. Unknown tibial insert catalog #: ni, lot #: ni. Unknown tibial tray catalog #: ni, lot #: ni. Unknown tibial stem catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - stem reported event was confirmed by review of x-rays. Evaluation of the provided x-rays by a healthcare professional identified the following: femoral stem fracture, valgus misalignment, and possible femoral and tibial loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.